Event description:
It was reported by the u.s. Manufacturing service technician that during device evaluation, the tip of the duraguard was bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent duraguard was confirmed, and excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Manufacturer narrative:
Device evaluation is in progress.

Event description:
It was reported by the us manufacturing service technician that during device evaluation, the tip of the duraguard was bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.